Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The evaluation determined adjustment of grey removable foam is necessary. Foam was adjusted.

Manufacturer narrative:
On previously submitted report a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow and 240 vac power source averted current during testing. The evaluation determined adjustment of grey removable foam is necessary. Foam was adjusted.